Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2015 regarding the patients visit to the emergency room. Blood sugar readings were taken, and a computerized tomography (CT) scan and blood work were performed. The patient does not have the results of the tests. The patient's blood sugar was treated by glucose intravenous drip. No additional event or patient information was available.

Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported he reached low blood glucose levels and went to the emergency room. His finger stick (fs) was reading 18 mg/dl. At the time contact with dexcom technical support, patient was stable and no further medical intervention or injuries were reported. No additional event or patient information was available.